Event description:
It was reported the patient¿s stimulator was removed due to shocking. Three of the four leads implanted were broken. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v387365, implanted: (B)(6) 2010, product type: lead. Product ID: neu unknown lead, lot# unknown, implanted: (B)(6) 2010, product type: lead. Product ID: neu unknown lead, lot# unknown, implanted: (B)(6) 2010, product type: lead. Product ID: 3093-28, lot# v387365, implanted: (B)(6) 2010, product type: lead. (B)(4).